Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. (B)(4). Since the subject device reportedly broke upon insertion and the shaft was left in the patient¿s bone, it may not serve its intended purpose and therefore is not considered to have been implanted. The subject device is expected to be returned to the synthes manufacturer for evaluation. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in australia as follows: it was reported that during an unspecified cranial maxillofacial procedure, a screw head broke during insertion. The surgeon opted to leave the broken screw shaft in the patient's bone. There was a ten minutes surgical delay due to the reported event. This report is 1 of 1 for (B)(4).